Event description:
Patient had esophagogastroduodenoscopy (egd) with successful capsule endoscopy deployment on day one. On second day, unable to create a video study from the recorder. Medtronic tech support unable to resolve the issue and unable to create the video for physician to review. Raw data files were transferred to universal serial bus (usb) memory stick and mailed to medtronic company on the fifth day to evaluate/review the equipment failure.